Event description:
It has been reported to philips that the system was restarted during a procedure and did not boot back up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during cerebral angiograms on patients to diagnose cerebrovascular conditions. However, there was no harm or injury reported to philips. Examination was almost completed at the time of event, and the initial diagnosis was clear, patient was moved to continue and complete the planned surgery. It was reported that the device couldn¿t be turned on normally. The customer didn¿t request a repair of the product from philips. The system was repaired by third party and no details of solution was provided by the customer to philips. As customer didn¿t request for service, no work performed by philips. The codes were updated based on the investigation outcome.